Manufacturer narrative:
The issue was confirmed. The pst observed that the peripheral component interconnection (pci) interface cable assembly needed to be removed, cleaned and reinstalled. After cleaning the pci ribbon cable, the unit did boot up and operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device at the service center, the central control monitor (ccm) would not power on. There was no patient involvement.